Event description:
Dmta received a complaint stating that a fiber burned and damaged the laser lens.

Manufacturer narrative:
It was reported that a fiber burned and damaged the laser lens. The DHR review confirmed that the fiber met all quality requirements prior to release. The fiber was not returned to dmta for evaluation. Past complaints were reviewed, and there is no identifiable trend in complaints related to holmium fibers burning. The risk associated with a fiber burning at the connector is identified as medium. Based on the available evidence, several factors may have contributed to this malfunction, including possible handling-related elements and other clinical use conditions.